Event description:
Caller alleged imprecision with the inratio meter. Results as follows: date: (B)(6) 2012, inratio results: initial: 3.9, repeat: 1.1. Time between testing was minutes. Pt self tester's therapeutic range is 2 - 3. Pt milks the finger.

Manufacturer narrative:
Investigation pending.